Event description:
On (B)(6) 2013 the patient underwent generator replacement due to eos. The device was unable to be interrogated prior to surgery due to it being at eos. The surgeon removed the old generator and replaced it with a new generator and then found high impedance on the lead. Troubleshooting was performed and it was determined that they were going to replace the lead as well. A battery life calculation was performed with the available data and the result revealed 0.0 yrs remaining until eri = yes. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. The implant card was received from the hospital that stated the surgery occurred on (B)(6) 2013 due to ¿battery depletion¿ and ¿lead discontinuity¿. The lead impedance was ¿ok¿ after the lead replacement. Good faith attempts for further information from the physician have been unsuccessful. The explanted lead has not been returned to the manufacturer for product analysis to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.